Manufacturer narrative:
The reported incident that intramedullary arthrodesis implant smart toe ii 19mm / 10° angle for pip arthro was alleged of issue s-12 (implant breakage after surgery) could be confirmed. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by overload. The device inspection revealed the following: the two arms broke off the body of the device through fatigue. The base metal was found to be a ti-ni alloy consistent with nitinol. No material or manufacturing defects were observed on the surfaces examined. Clinical consultant¿s assesment reads: ''failure to gain rigid fixation and prompt union of the pip fusion with the smart toe device likely led to cyclic loading at the base of the distal extensions resulting in inevitable fatigue fracture at these levels as noted and developing recurrent hammertoes. As confirmed by the mar report, the fracture occurred by this mechanism in fatigue and no manufacturing or material defects were observed.'' [Original statement(s)] smart toe implants can break when patient is obese or when patient does not respect postoperative care or when patient keeps an important activity before bone consolidation. Patient is obese ((B)(6)) and patient was (B)(6) at the time of the event, which means her bone quality might not be optimal (osteoporosis). The smart toe is intended to transfer only reduced loads (e.g. With protective application of a forefoot off-loading shoe) until bone consolidation is confirmed by the follow up x-ray examination. Please note that the instruction for use (v15066 rev b smarttoe xfuse IFU (drnot0038)) reads: ''recommendations the size of the implant must be adapted to the patient anatomy. [...] Precautions for use: the patient must be immobilized during implantation of the product. Any movement by the patient could prejudice the optimal use of the product; the product does not allow the immediate resumption of activity by the patient and is not designed to support an immediate load. Immobilization is necessary during the osteosynthesis; the clinical result depends on the suitable choice of the device for the indication and on the quality of the surgical procedure; it is necessary to inform the patient of the precautions to be taken to ensure the success of the implantation. [...] Factors capable of compromising implantation success: bone pathology, osteoporosis, bone tumors, systemic or metabolic problems and infectious diseases; senility, mental illness, abuse of illegal drugs, prescription drugs or alcohol; excess weight, intense professional or sporting physical activity that exposes the implant to excessive or repeated loads; risk of conflict with other implants; risk of articular conflict. [...] Responsibility: stryker osteosynthesis declines all responsibility if any of the instructions described above are not followed.'' [Original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported by the patient that allegedly she was implanted with a smart toe in her left foot on (B)(6) 2013 due to hammer toe deformity. An x-ray performed on (B)(6) 2015 showed that the smart toe is cracked and needs to be replaced.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Unknown smart toe.

Event description:
It was reported by the patient that allegedly she was implanted with a smart toe in her left foot on (B)(6) 2013 due to hammer toe deformity. An x-ray performed on (B)(6) 2015 showed that the smart toe is cracked and needs to be replaced.